Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800pl) was implanted and the patient was brought back to surgery hours later to replace the valve. According to reporter: "valve was either not flowing properly or there was a pinch in the catheter leading to ventricle. I believe it was pinched but to be certain we swapped the valve."

Manufacturer narrative:
The certas plus valve (B)(6) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux and pressure. The possible root cause for the issue reported by the customer, is probably due to the catheter being pinched, no catheter was returned for investigation, and no occlusion issues were noted with the valve.

Event description:
N/a.